Event description:
Procedure: cystectomy. Reportedly, during removal of the bag containing the specimen, the bag fell in the abdominal cavity. The suture of the instrument reportedly separated the bag. The bag and specimen was then extracted from the cavity. There were no reported adverse affects to the patient. Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Manufacturer narrative:
The device was returned without the bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.